Event description:
The physician was attempting to treat a lesion of 80% stenosis and excessive calcification in a moderately tortuous right ica with a carotid guardwire temporary occlusion embolic protection device. Pre-dilation was carried out at the lesion site once at 6atm. There was no anomalous resistance during removal of the relevant device from its packaging. No abnormalities were noted during device inspection and preparation before the operation. No resistance was felt when the device was passed through the lesion site. During the operation for carotid artery stenting (cas), the physician considered carrying out distal filter but he confirmed that the occipital artery was communicated with the vertebral artery at the external carotid (ec) artery side, so it was decided that the carotid guardwire device would be used at the ec. When the physician attempted to remove the relevant device after cas was performed, it got stuck on the cell of a protege stent and there was a difficulty in removal. The balloon of the guardwire was also ruptured and torn. It was ruptured by twisting. The physician twisted the device to detach the shaft and the detached part remained in the patient body. No intervention was attempted to remove the fragment. No additional device was used after the event occurred. The balloon fragment adhered to the protege stent at the ec site. No additional consequences were reported for the patient. The physician reported that the facility performs this type of operation less frequently than other facilities. Therefore, the occlusion balloon might not have been deflated completely when the guardwire was being removed. Evaluation summary: received for evaluation was a broken guard wire (B)(4) without original packaging. The gw gold marker, hypo tube and extension wire joint were intact. Close visual inspection exhibited damage to the distal gw due to a breakage at the coils. Measurements conducted on the whole length of the gw resulted in approximately 3.6cm missing of the distal tip; the balloon is attached to the missing tip. This part was not returned and reported to be left in the patient. Other devices used during the procedure were not returned.

Manufacturer narrative:
Results: related to operational context (the physician feels that the balloon was not fully deflated prior to attempts to remove. Subsequently balloon got caught in cell of deployed stent and the physician twisted the device to facilitate removal resulting in the detachment); related to another drug/device (balloon got caught in cell of a deployed stent). Conclusions: operational context caused or contributed to the event (the physician feels that the balloon was not fully deflated prior to attempts to remove. Subsequently balloon got caught in cell of deployed stent and the physician twisted the device to facilitate removal resulting in the detachment); another device caused failure (balloon got caught in cell of deployed stent). (B)(4).